Event description:
It was reported that the device longevity was less than expected for the programmed outputs, and the doctor wanted to know why. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.